Event description:
A healthcare professional reported that the argon fluoride gas smell in operation theatre in unknown eye of the patient, before surgery. There was no patient impact.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. During a preventive maintenance the field service engineer discovered an argon fluoride smell in the operation theater. The field service engineer found a leakage in the laser head and replaced the laser head and gas cylinder and finished the pm successfully. System meets specification as per sir. With current information it is not clear whether the laser head or the gas cylinder caused the argon fluoride smell. No sample was returned for investigation. As the malfunction was observed during a preventive maintenance no harm was caused to a patient, customer nor third parties. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).